Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 31, 2021, olympus medical systems corp. (Omsc) received the literature titled "learning endobronchial ultrasound transbronchial needle aspiration - a 6-year experience at a single institution". This study was conducted on a total of 711 ebus-tbna procedures for 635 patients from 2007 to 2013. In the literature, it was reported that one patient was admitted for a pneumothorax requiring drainage one week after the procedure. The convex probe ebus (bf-uc160f-ol8, bf-uc180f-ol8) and dedicated 22 or 21 gauge needles (na-201sx-4021, na-201sx-4022) were used for ebus-tbna. Based on the available information, reported pneumothorax was not reported in a direct relationship with the olympus products. However, omsc assumes that the pneumothorax might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the pneumothorax with hospitalization might be caused or contributed to a death or serious injury. Therefore, omsc assumes that the pneumothorax was an adverse event to submit. Based on the available information, specific information on the subject device and the patient were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the pneumothorax.